Manufacturer narrative:
(B)(4). No conclusion code available; the reported field events of an inability to communicate with the device, intermittent pacing, and bvvi were confirmed in the laboratory. The device was tested on the bench and oscillations were observed due to high impedance between the cathode terminal of the capacitor and substrate. The root cause of the field events is high impedance on the capacitor.

Event description:
It was reported the patient presented to the hospital after complaining of fatigue. The electrocardiography monitor revealed long pauses between beats. The device could not be interrogated even when using two different programmers and telemetry wands. The similar result happened as all of the telemetry tests failed. No sources of interference are known. A telemetry connection still could not be established when the device was hot-swap tested using a second device. This led to the implanted device going into backup vvi mode. The device was explanted and replaced. No further information is available.